Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose at the time of incident was unknown. Customer stated that the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. The customer was assisted with troubleshooting and was able to clear the alarm and complete pump rewind. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions.